Event description:
According to the reporter, in a laparoscopic video-assisted thoracic surgery (vats) lobectomy, after firing over a vein, the middle of the staple line bled. The scrub technician reported that there was an error on the screen before firing then went away. The error was unknown. The procedure was converted to open to stop the bleeding. The surgeon put pressure on vein to stop bleeding. The surgeon tried to re-staple, but it did not work and the bleeding continued. A new adapter was used and used for the remainder of the case.

Manufacturer narrative:
D10 concomitant products: sig45ctavm, tri 2.0 sig45ctavm 45 CT vsclr med 12mm, (lot # unknown); sigadaptshort, sig power sigadaptshort lin short adapt, (serial # unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.